Event description:
Previously reported death reported as related to zotarolimus.

Event description:
During index procedure, the patient had one endeavor sprint drug-eluting stent successfully deployed at first left posterior lateral. Approximately 28 months post index procedure, patient death occurred. Cause of death is not known. It is unknown whether the reported event was related to the study device.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (death); conclusions: inherent risk of procedure. (B)(4).